Manufacturer narrative:
The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; seroma - late.

Event description:
Patient representative reported that patient experienced a seroma, swelling, pain, rashes, anxiety, and ¿mental anguish and fear of alcl and recurring alcl.¿ patient was reportedly diagnosed with alcl, however pathology confirming this has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Further reported was ¿personal injuries and related damages¿ and weight loss which have been deemed not related to the device. Affected side is unknown. The device has been explanted and a capsulectomy performed.